Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that out of range issues occurred between the transmitter and pump greater than 15 minutes, with no continuous glucose monitor (cgm) sensor readings. Additionally, it was reported that the insulin gauge was inaccurate. Reportedly, customer continued to use the existing cartridge to resolve the issue. The customer continued to use the pump for insulin therapy. There was no adverse impact to the customer¿s blood glucose level.